Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received in a (B)(4) in an explant kit. Host tissue covered the inflow aspect of the valve. All leaflets were in the closed position, with a small gap at the point of coaptation. The right and non-coronary cusps were stiff, due to host tissue on the inflow. The left cusp was slightly stiff but flexible, except where the host tissue extended on the inflow and outflow. All leaflets were intact; however, host tissue on the inflow and outflow made it difficult to determine the condition of the leaflets. The non-coronary left and left right commissures were intact. Host tissue encapsulated the right non-coronary commissure, making it difficult to determine the condition. Tan-colored pannus remained attached to the sewing ring on the inflow, adjacent to the right and non-coronary cusps, extending over the tissue and base stitching, into all inferior coaptive areas and 1 to 8 mm onto all cusps, significantly reducing the inflow orifice area. Pannus observed on the outflow remained attached to the existing sewing ring, adjacent to the right non-coronary stent post, onto the outflow rails of both cusps, to the outflow margin of attachments, encapsulating the right non-coronary commissure, resulting with restricted leaflet movement. Remnants of pannus remained attached to the non-coronary left and left right stent posts. Visual inspection determined that an unknown amount of pannus had been removed on the inflow and outflow during explant. Remnants of tan friable, vegetative-appearing host tissue was observed along the inflow margin of attachment of the non-coronary and left cusps, adjacent to the non-coronary left inferior coaptive area. Radiography showed no evidence of mineralization in the valve and/or host tissue. (B)(4).

Event description:
Medtronic received information that three years post implant of this bioprosthetic valve, echocardiography showed central regurgitation due to two immobile leaflets. Pannus was noted during the valve explant. A non-medtronic valve was successfully implanted. No further adverse patient effects were reported. The explanted valve has been returned.

Manufacturer narrative:
Conclusion: a visual examination of the device was performed upon receipt along with a review of the device history record (DHR). There were no correlations or issues identified in regard to manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Histopathology confirms pannus overgrowth as the major histologic feature affecting this valve. No infection was found. Based on the returned product analysis and histopathology, the reported regurgitation is found likely to be attributed to the leaflets that were not closing / opening properly due to pannus overgrowth, which causes restricted leaflet movement. Pannus overgrowth is an inherent risk of surgical valve replacement. Medtronic will continue to monitor field performance for similar events should they occur.